Event description:
Healthcare worker experienced whitening of the skin without burning on the left hand middle and ring fingers as health worker adjusted a new load following the removal of items from a completed load. The worker rinsed the contact sites under running water 15 minutes and the symptoms resolved within one day. No medical assistance sought. The vaporizer plate was reported as in place.